Event description:
Patient was experiencing fever, redness and swelling. The primary source of the infection was the device pocket. Cultures of the device pocket and the lumbar region were taken and staph aureus was isolated. The infection was treated with intravenous vancomycin and ceftaz. The total device system was explanted. The infection has resolved. The hcp reported that pt experienced "drug withdrawal symtpoms including severe spasticity, ventilator support post-op for several days, prolonged post-op fevers". The pt has the following risk factors: malnutrition or is extremely thin; shunted hydrocephalus, status post shunt infection.